Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow block alarm event on (B)(6) 2024. The blockage was at the site. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.